Manufacturer narrative:
At this time, there is no further information. This report will be updated if further information is received.

Event description:
Boston scientific received information that is right atrial (ra) lead displayed high pace impedance measurements over 2500 ohms. Further information received noted the lead was fractured. As a result the lead was successfully capped and abandoned. No adverse patient effects were reported,